Event description:
Dr implanted life site valve as an out-patient procedure. The complainant stated that this system provides blood access for pts who require hemodialyis. The next day complainant experienced loss of blood and returned to dr's office. The valve was repositioned. Since the implantation, the complainant continues to experience swelling, bleeding, and blood clots. Blood clot problem is being managed by tpa. The complainant claims that the firm rep lied to physician and to pt and stated that this device was FDA approved as a permanent blood access solution. Complainant also stated that they are aware of this device being implanted in at least 10 other pts in the area and that 4 or 5 have already had to be removed because of bleeding.